Manufacturer narrative:
Corrected d.1, h.6 health effect impact code, h.6 health effect clinical code, and h.6 investigation conclusion. B.5 was corrected with additional information received.

Event description:
As reported by our affiliates in spain, during a tf tavr case with a 26mm sapien 3 ultra valve an annular rupture at the level of the left coronary sinus occurred with hemodynamic instability during implant. The rupture was treated with a plug device. In addition, the patient presented with an aortic pseudoaneurysm that compressed the flexural circumference and it was decided to end the procedure and schedule a second intervention for its management. However, the patient had a poor evolution during hospitalization, especially at the respiratory level, and on pod16 of admission, it was decided to adopt comfort maneuvers.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the annular rupture could not be determined with the limited information available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post implant of a 26mm sapien 3 valve using transfemoral approach, the patient had an annular rupture with hemodynamic instability. The current status of the patient is unknown and no further data of the event was available at the moment.